Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead was noted with high, out of range impedance on (B)(6) 2020 and after. Atrial lead noise was also noted via inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2021. The patient was stable.